Event description:
Boston scientific received information that the right atrial (ra) lead was reprogrammed due to ra lead dislodgement. No adverse patient effects were reported. The ra lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.